Manufacturer narrative:
The reported event of electronics performance indicator was not confirmed. The device was received with normal output and normal telemetry communication. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device longevity assessment found the devicewas operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was stable.